Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was removed from the packaging and just prior to insertion in the cannula, was noted as having a bent tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The reported harvesting tool device was not returned to the factory for evaluation. The vv7 cannula device was returned to the factory on (B)(6) 2018 for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection was conducted. Sign of blood was observed on the c-ring. The middle of the scope wash tubing was observed to be slightly bent. The c-ring was not transected. There were no missing components observed on the c-ring. No other failures were observed. A mechanical evaluation was conducted. The c-ring slider was able to advance and retract the c-ring with no observed resistance or difficulty. Based on the returned condition of the device, the reported failure "material twisted/bent; wire" was not confirmed but was confirmed for analyzed failure "material twisted/bent; tube".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was removed from the packaging and just prior to insertion in the cannula, was noted as having a bent tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.